Manufacturer narrative:
The device was returned for evaluation. The unit was powered on using the appropriate test equipment and it failed functional tests with hand piece overload error and overheating when power cord was bent. Power cord assembly grew warm during functional testing. After troubleshooting, the cause of error was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only cosmetic. The motor and hall board were tested and passed functional testing. The investigation has concluded that the power cord has a shorted or open internal wire. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the power cord, which could have partially broken one or more signal wires. A review of the manufacturing records shows that this unit was released to distribution as a service replacement on december of 2013 and had not been previously returned for service. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number (B)(4) was received on (B)(4) 2017 and confirmed to be serial number (B)(4). Unit was powered on using the appropriate test equipment and it failed functional tests with hand piece overload error and overheating when power cord was bent. Power cord assembly grew warm during testing. After troubleshooting, the cause of error was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only cosmetic. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord at customer site. A review of the manufacturing records shows that this unit was released to distribution as a service replacement on or about (B)(6) 2013.

Event description:
It was reported that the cord gets hot. It is unknown at this time under what circumstances this malfunction was determined. No patient or user injury was reported.